Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b5, b6, d6b, h6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken on posterior side assessed as surgical impact opening, observed broken and opening on anterior side assessed surgical damage and missing piece of shell assessed as inconclusive. (Shell thickness within specification). Additional observations: ¿ observed stress marks on the device. ¿ observed non penetrating nicks on the device. No further actions are required as the device was implanted.

Event description:
Patient reported right side rupture. Device has been explanted and replaced.

Event description:
Patient reported right side rupture. Device remains implanted.